Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called and reported her blood glucose went up to 457 mg/dl. She treated with the insulin pump and blood glucose went down to 405 mg/dl within about twenty minutes. Troubleshooting was offered, but customer stated stress was causing the high blood glucose levels. Customer stated she was receiving meter blood glucose now alerts, but was not being prompted to calibrate. She was advised she may want to wait at least an hour to calibrate, since blood glucose was dropping, to avoid calibration errors.